Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31001, related manufacturer reference number: 3006705815-2020-31002. It was reported the patients system is not providing effective therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patient underwent surgical intervention wherein the entire system was explanted.